Event description:
Reported via patient call center. It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient stated that after implant procedure began to feel shortness of breath increasingly worse over the last two (2) months, burping, and no energy. The patient state that visited the emergency room (ER) resulting in two-night hospital stay due to shortness of breath (sob). The patient had an appointment with the physician on (B)(6) 2025 and voice concerns. The patient states the physician did not have any input or solution. The patient has another appointment on (B)(6) 2025 and his routine 45 day follow up on (B)(6) 2025. The patient is currently on oral anticoagulation (oac) eliquis. There was no further information provided at the time of this report.